Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device knife bow was fractured. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed with a similar device with procedural delay. There were no reports of patient harm.

Manufacturer narrative:
Updated field(s): d8, h3, h4, h6, h1. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be identified, however, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.